Manufacturer narrative:
On 08/30/2016, a loaner system was shipped to the customer. On 09/06/2016, it was reported from the customer that from (B)(6) 2016, pictures of the back of the eye could not be obtained. Additional information regarding direct patient harm has been requested but not received.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6) 2016, merge healthcare received information regarding a workstation that came up with a blue screen. When the system was rebooted, an error message appeared indicating the system did not start successfully. Support determined the hard drive had failed and tried to switch the system from the primary drive to the secondary hard drive. The customer reported that for a period of time images of the back of the eye were unable to be captured. As a result of this issue there is potential for a delay in diagnosis or treatment as a result of the inability to obtain comprehensive images of the eye. (B)(4).